Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels of 370 mg/dl. She stated that she didn't want to troubleshoot for her high blood glucose and she feels that it was due to the reservoir coming out. She also stated that she also experienced low blood glucose level of 30 mg/dl. The product was not returned for analysis.